Event description:
It was reported that the steer function was working properly and due to user error an employee was injured. There was patient involvement and adverse consequences were reported.

Manufacturer narrative:
The employee was trying to push the stretcher sideways while the unit was in steer causing the unit to spin around. When she tried to gain control of the unit, she pulled her back muscle on (B)(6). She was seen by a doctor on (B)(6). The doctor put her on light restrictions at work, however no prescriptions were prescribed and no other medical intervention was required. On (B)(6), another doctor evaluated the employee and released her to full duty.